Event description:
Complainant alleged that while treating a patient (age & gender unknonw), the device displayed a "defib fault 78" message and a loud pop was heard. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.